Manufacturer narrative:
(B)(4). Evaluation method: device history reviewed. Results: device history reviewed found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that approximately 3 years following the implant of this transcatheter bioprosthetic valve, chest x-ray revealed a possible stent fracture, with no hemodynamic changes and no loss of integrity. No adverse patient effects were reported and no intervention was performed.